Event description:
The customer reported that an 840 ventilator had an erratic (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping liquid crystal display (lcd) panels and if the symptoms follow to replace the lcd panel. If not replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).